Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was replaced with the same new device due to suspected occlusion. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 180mmh2o. The valve was visually inspected: a small cut was noted in the silicone housing. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, small bubbles leaked from the small cut in the silicone housing. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot pg5170, conformed to the specifications when released to stock in 1998. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. The small cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.